Manufacturer narrative:
Eval of the implant determined that all the product's design specifications were met. Visual examination yielded noticeable warping of inner hex as well as body of implant suggesting procedural error in handling of implant. The reported event has been determined to be a post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. Proper intended use of the implant is described in its instructions for use.

Event description:
Implant transfer broke during delivery and implant required multiple transfer coping in order to remove causing warp of inner hex. Bone quality at time of implant failure was type iii.